Manufacturer narrative:
11/3/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Not all parts of the clinical device were returned for evaluation. The exact cause of the difficulty could not be reliably determined.

Event description:
The device was used during a laparoscopic enteroclysis procedure. Reportedly, the instrument broke. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.